Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a1301 annex b: b14, b01 annex c: c0201 annex d: d02. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had keypad issue with an error code 210.6020. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue with an error code 210.6020. There was no patient involvement.